Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing with a known good test battery and accessories without duplicating a malfunction to the device. The battery used in the event was not returned for evaluation. The battery lug nuts were replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity logs showed multiple charging errors. No device related errors noted. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a 37-year-old female patient, the device displayed a "defib charging error" message. Complainant indicated that the crew attempted a shock again with the device and it provided a shock to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.